Event description:
It was reported that while visiting the clinic on (B)(6) 2022 the patient brought a mobile power unit (mpu). There was a short in the cable closest to the mpu. The patient was plugged into the mpu and it started alarming. When the customer attempted to wrap the cord around the mpu it stopped and started again when the cable was jostled. It did not appear to be that the batteries needed to be changed since when plugged in, the low battery icon was not illuminated. During this testing, it was noted that the patient's controller volume was very muted. The controller and the patient's modular cable were replaced.

Manufacturer narrative:
Manufacturer's investigation conclusions: the reported event of muted speakers was able to be confirmed via product testing. The heartmate 3 system controller (serial number: (B)(4)) was returned for analysis, and a log file was downloaded for review. A review of the submitted log files showed events spanning approximately 13 days ((B)(6) 2022 ¿ (B)(6) 2022, (B)(6) 2022 per timestamp). Events captured on (B)(6) 2022 took place in the testing labs at abbott. The driveline was disconnected on (B)(6) 2022 at 07:30:18 and the controller was shut down at 07:32:56. There were no other notable alarms active in the log file. Pump operation was not affected. The system controller underwent continuity and preliminary testing and passed. The controller was able to operate a mock loop and functioned as intended. A decibel reader was used to measure the volume of the speakers and were found to be above the approved specification; however, due to extensive fluid ingress found in the controller and on the speaker wires, the speaker frequency was distorted. The root cause of the reported event was conclusively determined to be caused by fluid ingress. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the controllers and equipment do not get wet. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(4)) and were found to pass all manufacturing and qa specifications before being shipped to the customer on (B)(6) 2019. No further information was provided. The manufacturer is closing the file on this event.